Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a screw broke during surgical implantation in the patient. No other information was reported. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The visual inspection of the returned device performed as part of the manufacturing investigation reported the screw is broken. Two screws were provided with this complaint. Each will be arbitrarily assigned a number and addressed in turn. This subtask is assigned to screw #1. Screw # 1: the top of the head is in good condition. The drive has some minor metal displacement on one of the four slot terminations at the band in the clockwise direction. The threaded portion is broken off with no threads remaining. The head profile conforms to gt-20584. None of the other profiles could be checked due to the type and extent of the damage incurred. The break could not be related to any synthes manufacturing process during this evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.